Event description:
The customer reported mobility on tooth #12 after wearing the aligners. Medical intervention was required, and the tooth was extracted. Aligner treatment was discontinued . For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth mobility which the customer stated resulted in extraction of the tooth. This adverse event is reported after 30 calendar days. During reportability evaluation this event was first deemed as non-reportable since it was interpreted as a tooth movement request and therefore not a serious injury.